Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent oversensing and noise was noted on the right atrial (ra) lead. The physician thought there might be a possible fracture. The lead was capped and replaced. During the procedure the physician suspected a suspected a malfunction with the implantable pulse generator (ipg) header. The physician commented that the wrench "didn't feel right when the set screw was used multiple times during troubleshooting." The ipg was explanted and replaced. No patient complications have been reported as a result of this event.